Event description:
Customer reported via phone call to have had low blood glucose of 13 mg/dl and high blood glucose of 600 mg/dl. Customer reported of being hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was transferred to helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.